Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. With the current medical records available it was reported the patient experienced adhesions. Adhesions is listed as a known possible adverse reaction in the instructions-for-use. Without a lot number a review of the manufacturing records could not be conducted. With the current information no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 1997 - the patient was diagnosed with stress urinary incontinence and symptomatic pelvic relaxation. The patient underwent a laparotomy, cul-de-sac obliteration, sacrocolpopexy and modified burch post paravaginal defect repair, post urecolporrhaphy. During this procedure a "marlex" mesh was used and implanted. (B)(6) 2013 the patient underwent an anterior plication. No op details were provided for this procedure. (B)(6) 2013 the patient was diagnosed with complete vaginal prolapse and abnormally placed vaginal and abdominal mesh. The patient underwent laparoscopic lysis of adhesions, extensive excision and removal of vaginal and abdominal mesh with robotic assistance. Op dictation notes a mesh was identified and was noted as "going directly through the abdominal cavity involving loops of small bowel and eventually it was noted to be sutured at the sacral promontory consistent with a previous sacrocolpopexy." Adhesions of the mesh were noted, as well as involvement of the bowel. Once the mesh was removed it was noted there was no injury to the bowel.